Manufacturer narrative:
The customer reported that the central nurse's station (cns) had communication loss on all bedsides. She verified that no power surge or outage happened. Nihon kohden's technical support advised her that it sounded like a network issue, since she had mentioned that people were working on something on a different floor. The customer will check with them to see if they did something to cause this event. She was advised to try restarting the central nurse's station (cns) to see if it fixes the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) had communication loss on all bedsides.